Manufacturer narrative:
(B)(4): results: severe condition of the lesion; force applied during delivery of relevant device; y connector; stent dislodged.

Event description:
A 3.0mm diameter 24mm length endeavor rx drug-eluting coronary stent was deployed in the a patient with angina pectoris. The target lesion, located in the lcx #13 was described as moderately tortuous with some calcification and 90% stenosis. It was reported that some resistance was experienced within the guide catheter; however, it was confirmed that no abnormalities were noted to the guide catheter during its inspection prior to use. Communication from the field confirmed that force stronger than usual was used to advance the device due to the severe condition of the lesion; however, the relevant device was not able to be delivered beyond lcx ostia. It was reported that, on withdrawal from the patient body, strong resistance was felt and the stent was caught on the y connector dislodging within the guide catheter. No abnormally was noted on the device during preparation or inspection prior to use. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The distal tip was damaged. Crimp/bake impressions were evident on the uninflated balloon. Five stent segments at one end of the stent were slightly flared and twisted. The remaining stent segments were severely stretched and deformed.